Manufacturer narrative:
The facility experienced multiple microtip unit failures so this console was requested to be returned for eval. Upon console receipt it was noticed that this console was never returned for upgrade per (B)(4). This was determined to be the cause of the failed complaint units. Refer to eval # (B)(4) - upgrade console per CAPA # (B)(4). The DHR for console sn # (B)(4) showed that this unit met specifications when it was released. The console was never returned for the product recall.

Event description:
Console was returned for eval because of the number of complaint received from this facility. Upon review of the console serial number it was noticed that it was not yet upgraded per CAPA (B)(4).